Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient developed a rash, redness, inflammation, drainage, pustules, pus, and infection under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a nurse practitioner who prescribed a topical steroid cream (clobetasol propionate), antibiotic ointment (mupirocin), oral antibiotic (cephalexin 1000 mg, once per day), and an oral antihistamine (ic hydroxyzine 25 mg, four times per day ) medication. At the time of the follow up report, no photo was provided and the patient confirmed that the skin reaction and infection had already healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).